Event description:
The pt's ventilator alarmed with message to contact svc on display. The therapist attempted to reset the alarm, but was unable to do so. The ventilator was turned off and then turned back on. After which, the ventilator worked for about two mins and then did the same thing (alarm-contact svc). Exhaled volumes were at 1500+. Biomedical engineering's svc recap indicates the 6026 diagnostic code in memory. The error could not be duplicated. All system tests ok to spec. Note: expiratory filter very wet.